Event description:
It is reported that the liner would not insert into the shell. A new shell was opened and the liner seated properly.

Manufacturer narrative:
This report will be amended when our investigation is complete.